Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, an error message was received on the device. Abbott technical support was contacted, the device was reprogrammed to standard settings, and additional reprogramming of the device is anticipated to be performed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated further reprogramming was performed to resolve the event. The patient was in stable condition.